Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years post filter deployment, CT revealed mild lateral tilt of the ivc filter tip in relation to the long axis of the ivc, superior most aspect of the ivc filter located 0.4 cm above the lowest renal vein confluence that corresponds to superior migration and a single strut projects 0.3 cm beyond the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc, unintended movement and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter tilted, struts protruded beyond the inferior vena cava wall and there was an unintended movement of the filter about 0.4 cm above the lowest renal vein confluence. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.